Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a thr surgery, it was noticed that the tyvek wrap on the inner sterile packaging of one (1) anthology so por pl ha sz 6 was not sealed when opened. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the tyvek on the outer tray was open. However, the edges on the tyvek indicate the tyvek was sealed to the tray at one point. The inner tray was sealed completely without any tampering. No other issue was observed. A review made by the quality engineering team revealed that the inner tray was inspected and determined to be fully sealed with no visible defects. No additional visual anomalies were identified on either the outer or inner packaging. Based on the inspection, there are no observed defects that would affect the form, fit, or function of the parts. The packaging integrity of the inner tray remains intact, and no further quality concerns were identified. Therefore, no corrective actions are required at this time. The observed adhesive residue on the outer tray does not compromise product sterility, safety, or performance, as the inner tray seal integrity is fully intact. Since there is no impact to form, fit, or function, the parts are suitable for use as intended. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the stem should first be inserted into a polybag with the distal end going in first. The open end of the bag should then be wrapped once around the neck of the stem to ensure a secure fit.once bagged, the stem should be placed into the inner tray. The inner tray lid should be snapped securely and sealed into the inner tray. Then, the sealed inner tray should be placed into the outer tray. Finally, the outer tray lid should be securely sealed onto the outer tray. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping, mishandling and/or storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.